Manufacturer narrative:
Medtronic received the following information from the journal article entitled; hand-assisted laparoscopic surgery versus endovascular repair in abdominal aortic aneurysm treatment. Https://doi.org/10.1016/j.jvs.2018.11.020 raffaella berchiolli, francesca tomei, michele marconi, davide maria mocellin, riccardo morganti, marta mari, daniele adami and mauro ferrari. Journal of vascular surgery 2019 vol 70 issue 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft were implanted in patients for endovascular aneurysm repair. The following events were reported: malfunction: type ib endoleak.